Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc reported episodes showing noise on the atrial channel starting (B)(6) 2025. Suspected emi. Patient claims no change in environment. Lead to be evaluated further. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.